Event description:
It was reported that the mayfield retractor broke at the joint. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 13apr2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: 438a1011 9" (229mm) halo flex arm lot147. Halo flex arms are first time in service. Cable got damaged and needed to get exchanged. One ball joint was missing and had to be added. The device history record for the unit(s) listed in this complaint under lot code/work order: (B)(4) on 08/08/2014. A total of (B)(4) retractors were produced of this lot and a sample of (B)(4) was inspected per wi 103. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. A two year lookback for this reported failure and or related to " broke" for this product family shows that no additional complaints were received. No new design or manufacturing trends have been identified. Device was sent in without ball joint and damaged cables. The root cause could be wear and tear.